Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the rep met with the patient and their co-worker on (B)(6) 2019 for reprogramming as the patient had reported that they were having trouble with their system not working to cover their pain. Upon meeting the patient they discovered the ¿settings not available message¿ and performed reprogramming. Everything seemed to be working at the end of the appointment, all groups worked and the patient could adjust as needed. The patient texted the caller last night to report the ¿settings not available¿ message and that the patient could decrease the intensity, but not increase it. The caller had the patient group a, b and c with no resolution. The caller didn¿t know what the current ins charge level was, but the rep indicated that the patient had thought that the ins was charged at their appointment last week, but they actually had to charge the ins before the tablet could interrogate it. The caller stated that group a had 4 programs, all at 300 pw, 70 rate and intensity was around 11 to 12 ma. Program 1 was configured with 4+ 6 -. Group b and c each had 1 program. It was reviewed to consider checking impedances on the programmed electrodes and changing electrodes that were currently providing stimulation. It was also reviewed to consider decreasing intensity until the oor condition clear s. If the patient was using high density (hd) settings and they still did not feel stimulation, it was reviewed to consider reducing the ma below oor level and to monitor patient. It was indicated that there were electrode pairs greater than 4,000 ohms. The rep stated that on (B)(6) 2019, the patient showed contacts 1, 3, 5, 11 were avoid and ¿do not use,¿ so the rep stated that those were not used in their programming. It was also reviewed that reference 0, averaged pairs around 800 to 1100 and 4 averaged around 1600 to 2000 ohms (4-6 were around 2000which was active in programming). Technical services suggested that the patient ensure the ins was charged and to attempt to use all groups again. Technical services reviewed if this doesn¿t resolve the issue, further reprogramming may be needed and the caller may have to select electrodes with the lowest impedances possible. It was reported that the event occurred about three weeks ago in (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the settings not available message was not determined, but the electrode selection was changed based on the impedance readings and the patient was able to get to their settings. The cause of the high impedances was also not determined. The patient was seen in their doctor's office on august 13th, and programming was adjusted to avoid the electrodes that had out of range impedances. The rep also charged the patient's battery prior to the program changes as the ins was close to depletion. After making the program changes the patient was able to get their desired setting. The patient was also encouraged to keep their ins charged as it will not provide enough output for her to get to her higher settings if it is not charged adequately. No actions were taken to resolve the high impedances other than programming around those electrodes. The settings not available message has been resolved when the patient's is charged up above 50%. No further information was reported.